Event description:
It was reported that this pacemaker system was explanted due to superior vena cava syndrome. The patient exhibited neck swelling and arm swelling in response to having this pacemaker system implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found dried blood/body fluid around the helix, and tissue entwined in the helix. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. X-ray showed a stretched-out inner coil near the tip end due to pulled with extracting stylet, the crimp sleeve appeared normal. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker system was explanted due to superior vena cava syndrome. The patient exhibited neck swelling and arm swelling in response to having this pacemaker system implanted. No additional adverse patient effects were reported.